Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 26/jul/2011. Device evaluation: visual analysis of the returned device identified: creases and deformation. Bubbles after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side moderate breast pain. Device has been explanted.